Event description:
During an implant procedure, loss to capture was observed on the right ventricular (rv) lead. The loss of capture resulted in loss of pacing for the patient and external pacing was delivered until the lead was replaced. The rv lead was explanted and replaced to resolve the event. The physician was unsure whether the event was a result of a lead malfunction or due to the implant location. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. A visual inspection was performed and no anomalies were observed. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.